Event description:
Boston scientific received information that this right atrial lead had dislodged which caused the patient to have arrhythmias. Also, there was high pacing threshold measurement and poor sensing issues. The physician opted to reposition the ra lead to resolve the issue. Additional information received stating that the physician decided to explant the ra lead after two attempts of repositioning. This lead is no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided did not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.